Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, it meets the criteria for report ability per 21 cfr part 803. This report is for the third patient. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, the customer broke a profile vortex blue file. Based on information provided, customer is using equipment incorrectly with this product. Patient information related to the procedure is not known at this time. There were three patients total. As for this MDR, no product has been returned and outcome of the event is not known.